Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation found a broken cpc coupler.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, after the handpiece was connected, the motor drive could not start. After turning on the power of the device, the red and green lights were on. The green light was on when the handpiece was activated. The physician did not connect the foot switch to the device. The motor ran when activating the device, but the device cable did not run. It was not reported how the procedure was completed. There were no adverse patient consequences reported.